Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and the reported lot met all release criteria. This is the first complaint to date for this lot number and failure mode. Visual/microscopic inspection: a lot sample was returned for evaluation. The probe was returned clean with the aperture approximately 90% closed. The probe was returned within the sealed packaging. The tyvek seal was broken and the probe was examined closer. No evidence of foreign material was identified anywhere on the probe, including the sample tray, needle protector, and aperture. The probe was examined under magnification (15x) and no foreign material was identified. The packaging was examined closely and no foreign material was identified. Functional/performance evaluation: the visual inspection was sufficient, therefore; functional/performance evaluation was not be necessary. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the complaint investigation is inconclusive as the original sample was not returned for evaluation. No foreign material was identified on the returned lot sample. Based on the available information, the definitive root cause is unknown. Labeling review: the current instructions for use (IFU) states: how supplied: - the encor® biopsy probe is supplied sterile and is intended for single use only. Complications: - complications that may be associated with the use of the encor® biopsy device and driver are the same as those associated with the use of other biopsy devices. These may include injury to the skin, blood vessels, muscles, organs, bleeding, hematoma and infection. Directions for use: - inspect the package to insure that the package integrity has not been compromised. The product is sterile unless the seal is broken. - using standard aseptic technique, remove the biopsy probe from the package and check for damage. - press the ¿sample¿ button to calibrate the biopsy device for handheld use or press the foot pedal ¿sample¿ switch to calibrate for stereotactic table use. Exercising caution, remove the tip protector from the sharp stainless steel trocar.

Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21cfr part 803. The lot number has been provided and the investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stereotactic breast biopsy, after the first sample acquisition, the machine gave a vacuum error. The needle was removed from the patient and the sample tray was removed from the probe and a piece of foreign material was seen inside tray. A second probe after the first sample acquisition, received a vacuum error and when the sample tray was removed from the probe, another piece of foreign material was seen inside the tray. A third probe was tried and the exact same thing happened. A different gauge probe was able to complete the procedure. It was also noted the foreign material was seen within the needle protectors. There was no reported patient injury.